Event description:
Caller reported that the pump battery would not charge, and the pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.